Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners causing their teeth to wear down. Patient had this on their lower canines and had them filled. This is now happening on their upper canines, especially on the left side. At check in patient marked true to discomfort and chipped.